Manufacturer narrative:
(B)(4)

Event description:
Healthcare professional reports results lower than ref with protime microcoagulation system. Protime generated pt/inr 1.4. The pt questioned the result and another test was performed on a different protime machine. The repeat test generated an inr of 2.0. Cuvette lot number not available. Pt's therapeutic range 2.0-3.0. No adverse event(s) reported.